Manufacturer narrative:
Concomitant medical products: product ID: 3778-75, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-75, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 3778-75, serial/lot #: (B)(4), ubd: 09-oct-2014, UDI#: (B)(4). Product ID: 3778-75, serial/lot #: (B)(4), ubd: 09-oct-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy via a manufacturer¿s representative (rep). The rep reported that the patient had a loss of therapy and stimulation in new, different areas. The rep reported that the patient stated she had stopped using the device for several months because of the change. The rep reported that the ins was overdischarged and unable to be tested. The rep reported that the patient had an unrelated CT on file and on review the leads seemed to be in a different location. The rep reported that the healthcare provider (hcp) was requesting a stimulation trial and surgical notes from the original hcp to determine if the leads had moved. The rep reported that the hcp would discuss options with the patient including replacement and/or new trial. The rep reported that no testing was possible because the device was in an overdischarged state. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of the leads being in a different location was not determined. No actions had been taken to resolve the overdischarge, loss of therapy, stim being in new areas and leads being in a different location because the patient's ins was discharged and unable to be interrogated. The patient's doctor was requested patient records from their previous managing physician and was going to discuss options with the patient after further review. No further complications were reported.